Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother they are having malfunctions with the insulin pump and customer has low blood glucose. The customer's current blood glucose was 56mg/dl at the time of the incident it was 70mg/dl. The customer's blood glucose after school was 41mg/dl; treated with juice and glucagon. The customer has been experiencing low blood glucose all day. The customer's mother stated she tested the blood glucose and it was 118mg/dl. The insulin pump passed the displacement test. Advised to monitor the insulin pump and call back if issues persist. Advised customer's mother to follow up with doctor regarding insulin pump settings and blood glucose.